Manufacturer narrative:
The beckman coulter international service engineer replaced the bubble generator deionized water valve to resolve the issue. (B)(4).

Event description:
The customer in (B)(6) observed fluid from the reagent probe a was leaking onto the reagent carousel cover of the unicel dxc 800 pro synchron system. There was no report of injury or exposure and no report of erroneous results generated. The leak was contained inside the instrument.